Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced a blood glucose (bg) value that displayed as "high". A specific bg value was not provided. Bg level was corrected with a bolus via the pump and a manual injection of insulin. Reportedly, the customer continued to use the pump for insulin therapy.